Manufacturer narrative:
H6: medical device problem code: 2682 - patient - device incompatibility. H10: the clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The device was not returned, thus device examination could not be performed. No microbiology or pathology reports were provided. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised. A posterior fusion was performed at the indicated level. It is unknown if a malfunction occurred.